Event description:
Noise was observed on the egms. Patient received inappropriate shocks as a result. Low impedance was also observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.